Event description:
It was reported that the tip of the vessel dissector separated from the device when it was removal from the box. Another optical vessel dissector was used to complete the case. There were no adverse pt consequences.